Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: visual inspection: the verse poly driver, handle (part# 299704152, lot# pu104460) was returned and received at us cq. Upon visual inspection at cq it was observed the dowel pin of the complaint device was missing, which could have caused the complaint condition. However, the reported condition for broken could not be confirmed. No other issues were identified with the returned device. Functional test: the functional test was performed on the device with the mating device verse poly driver, shaft (p/n: 299704155, lot #: nn124537). The handle was not able to lock the poly driver shaft properly. The missing dowel pin of the complaint device could have caused the complaint condition. Can the complaint be replicated with the returned device(s)? Yes. Dimensional inspection: there is conclusive evidence that the returned device was missing a component, so the dimensional inspection will not be performed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed as it was missing a component, which could have caused the complaint condition. However, the reported condition for broken could not be confirmed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for verse poly driver, handle was conducted identifying that lot number pu104460 was released in two batches. Batch1: lot qty of (B)(4) units were released on 07 mar 2016 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 26 feb 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: the scrub nurse was loading the screws on the screw driver and when tightening the screwdriver handle to secure the threads in the tabs of the screw the handle disengaged from the shaft. We repeated the process ensuring the keep hands clear of button for disassembly, again the driver disassembled. It was reported that on (B)(6) 2021 during an unknown procedure, the handle disengaged from the shaft during tightening. A second attempt was made to use the instruments but the driver again disassembled. The procedure was successfully completed using an alternative driver. There was no patient consequence. There was no surgical delay. There is no further information available. This report is for one (1) expedium verse spine system polyaxial driver, handle. This is report 1 of 2 for (B)(4).